Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the therapy decreases by itself. The issue began after the patient had bronchitis and had excessive coughing. Diagnostics revealed that all contacts on the lead were reading high impedance. Reprogramming was attempted and achieved effective stimulation. The lead was explanted and replaced on (B)(6) 2018. The patient has effective stimulation post operatively.